Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the high pressure test, and the basal rates were programmed correctly. Nothing further was reported.